Event description:
The device was used during a low anterior resection. Reportedly, the center rod was not secure and the anvil disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.